Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with hysterectomy. Following insertion, the patient experienced pain, extrusion, bleeding, infection, urinary problems. It was reported that in (B)(6) 2008, the patient underwent mesh revision due to pain and trouble urinating. (B)(4) ¿ urinary problems.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy / bilateral salpingo-oophorectomy, anterior and posterior repair and enterocele repair due to uterovaginal prolapse and stress urinary incontinence. It was reported that the patient underwent mesh revision and release on (B)(6) 2008 and due to urinary retention and incomplete emptying.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection and incontinence.